Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the patient had to wait a long time to connect to the pump and sometimes they had to restart the handset and the communicator in order for it to connect at all and they were not able to bolus. Agent assisted in deleting the data and toggling off wifi/toggling on location and restarting the handset. They were then able to connect to the pump with no lag time 2x while on the call. They stated the my ptm app was not on the main page and they had to dig to find it. They tried to move it to handset home page but it was locked. Agent transferred patient to hcit for assistance.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.